Event description:
The pt contacted lifescan and reported that his surestep meter was not powering on. Medical affairs specialist attempted to contact the pt for additional information. However, there was no answer at the phone number provided and there was no option to leave a message. A letter will be sent. The patient reported that his meter would not turn on "because of the sun." The patient was homeless and the meter was left in the car. He claims that the "sun damaged it" and that it would not turn on "even with a new battery." He also reported that he went to the hospital since the meter was not working and he was given pills and insulin. He was experiencing blurred vision, and frequent urination at the time of concern. The pt had taken a total of 45 units prior to going to the hospital. However, there is no further information regarding the hospital visit. His blood glucose level on the hospital meter is not provided. His medication regimen is unknown. The last time he was able to test on the meter was approx two weeks ago. During troubleshooting, it was verified that this was not a new product. He was asked to press the power button, but the meter would not turn on. The battery was checked to ensure that it was correctly installed, and it was. The condition of the battery contacts was also good. The power issue persisted even when the battery was replaced. Based on the informatio provided, there is an indication that the product has malfunctioned since the power issue was not resolved with troubleshooting. However, there is insufficient in formation to suggest that the pt experienced injury due to the product. Therefore, this case is reported as a meter malfunction. The pt did not provide the serial number of the meter since he did not have the product with him at the time of the initial call. Therefore, it is unk if the subject meter is the surestep original or the surestep enhanced. A replacement meter was sent to the patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it.